Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) ) revealed that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Analysis identified that the setscrew of the implantable neurostimulator (ins) was damaged. Analysis determined that the setscrew of the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that set screw would not seat/lock properly. It was noted that impedances occurred on all for electrodes. It was noted that two batteries were returned, one of which was the battery that was from the first procedure and that worked and was successful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the "set screw was not fitting properly into the ins last week thursday ((B)(6) 2024).".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97800 (unknown); product type: 0197-implantable neurostimulator; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that rep is in the or for battery change out today. They implanted a new 97800 with old lead and saw all 4 contacts with high impedance. They tried removing and reinserting and wiping down the lead with same result. They then implanted a new lead and new 97800 with same results of high impedances. Again, attempted to remove/reinsert and wipe down lead same results. Ts reviewed to check set screw tightened properly and do tug on lead to see if it is secure in port. Ts reviewed how if set screw is backed out too far it can become misaligned therefore presenting like it is seated properly. They then opened a 3rd 97800 and tried again being careful to not backout the setscrew and re-tightened again. This time all impedances were in normal range. Hcp and rep were confident that lead was good based on their testing and that issue was with the ins. Closed case.ts reviewed to send back both batteries.